Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2021-01833. All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.